Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported their urinary symptoms had worsened again. The patient mentioned that they thought the pulses needed to be increased because their symptoms were returning to how they were prior to therapy. The next time the patient was home, their patient representative¿who had taken the day off for a procedure at their pain clinic¿assisted them with the process. Today after calling their manufacturing representative (rep), the patient received a call back within about 30 minutes. They began the process with everything prepared, and after some adjustments to the device placement on the patient's hip, they were able to feel the stimulation. The agent explained that if the pulses reached a level where it caused discomfort (up to 8), it should be reduced. The patient reported pain at that level, so the stimulation was decreased a couple of notches to 6.0. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they symptoms were doing good, they were able to sleep around 7 hours until recently, a couple days ago. Patient reported that their baseline symptoms returned and they lost therapy benefit.